Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported she observed "pain" while wearing the adc device and "persistent pain since sensor removal with irradiation to hand" for 1.5 months. Customer was in contact with a doctor who prescribed izalgi and paracetamol with codeine as treatment and was advised not to wear a sensor in the same arm. No further information was provided. There was no report of death or permanent impairment associated with this event.